Event description:
After removal of spinal cord stimulator lead, intrathecal catheter was inserted but leak of catheter required its removal. Upon second attempt with new catheter, unable to advance due to looping of the catheter. Catheter was withdrawn and it was discovered that a 3cm tip of the catheter was sheared off. Procedure was aborted and pt's neurosurgeon was consulted. Decision was made to leave catheter tip in place.